Event description:
Bone marrow biopsy set - 2 sets broke during the procedure causing the veteran to have to be stuck three times in order to get biopsy. The set broke at handle leaving a large needle stuck in veteran that was difficult to remove. Sac 2/2, other - equipment issue - moderate harm to patient: bone marrow biopsy procedure to be repeated by ir. Patient underwent 3 needle attempts with one attempt resulting in handle breaking causing needle to stay in patient without handle to easily remove. Two bone marrow biopsy kits broke during procedure; kit broke at point of handle leaving a large needle stuck in patient that was difficult to remove. Biopsy completed and another bone marrow biopsy procedure to be repeated by ir.